Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0lfzh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient said her ins (stimulator) was supposed to last 3-5 years it did not last a year. The patient was asked when did she stop getting therapeutic benefit and patient said she didn't even know her battery was dead. The people that did the procedure told her at her appointment 2 weeks ago, it was dead all the way. Since implant her neurostimulator had never provided therapeutic benefit. She went back often to see the hcp (healthcare provider) and they put it up higher and higher but it did not help. Patient reported low back pain which started a month after getting neurostimulator. It was lower back pain, going across her back, it hurts to bend and sit every day, it had been killing her. Patient said in (B)(6) 2014 when she increased stimulation she got nothing but a headache. She turned it down her headache would go away. She suddenly stopped feeling stimulation before ((B)(6) 2014). She tried to increase it but got nothing. The patient reports never having therapeutic effect. She had nerve damage on her right side thigh, vaginal area and buttock which was preexisting to her implant. Her implant was on her left side. She had neurostimulator for urinary incontinence (going in the middle of the night) and pelvic pain. It wasn¿t helping the pain at all and she still used the bathroom often. Her hcp was going to do steroid shots in the vaginal area and he was going to take the neurostimulator out. Additional information received reports it was unknown if there was a fifty percent or greater symptom reduction. The event cause was not determined for the loss of therapeutic effect. The event cause was not determined for the lower back pain and for the lack of stimulation sensation. No reprogramming was needed. It was unknown if the patient experience loss of therapeutic effect. She states she just wants it out. It doesn¿t work and cause pain. The battery depletion was unknown the device had not been explanted or replaced due to the patient was looking to transfer care. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.